Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument would not open, once the customer opened it the instrument broke at the base. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument presented damage located at the instrument housing. The instrument jaws were unhinged/dislodged. The issue was first identified during central processing after case. The instrument was opened jaws were opened without using the instrument release kit (irk).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one bent grip tang causing the grip tips not to open and close correctly. The grips were not found to be cracked. No damage was found to the conductor wire and conductor wire insulation. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.